Event description:
On 12/04/2006, nellcor puritan bennett received a report of a cuff leak on a hi-lo endotracheal tube. The caller reported that an air leakage occurred after intubation. The caller reported that the cuff was pre-tested.

Manufacturer narrative:
Investigation of this complaint is currently in progress.